Manufacturer narrative:
Continuation of d10:  ev240163 extravascular (ev) lead, implant date (B)(6) 2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the high output 20 hertz (hz) burst ventricular fibrillation (vf) induction induced undesired atrial fibrillation (af) in the patient which had to be terminated with two external shocks and a dose of amiodarone medication at the end of the procedure. The extravascular implantable cardioverter defibrillator (ev-ICD) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further clarified that the patient went into fast atrial fibrillation (af) following induction of ventricular fibrillation (vf). The second induction put the patient into vf which was successfully detected and defibrillated, but the patient went back into af. An external shock was give and the sinus rhythm was restored, but only temporarily as the af resumed. Amiodarone was given and further cardioversion was successful with the patient remaining in sinus rhythm thereafter. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an issue with the conducted af response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.